Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called and reported that they got hospitalized due to low blood glucose, with blood glucose of 13 mg/dl at the time of the incident. The customer stated that the pump was not working correctly. The customer could not be reached for further information. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.